Manufacturer narrative:
(B)(4). The device was returned and evaluated. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2013. During night drain cycle five, the patient's ultrafiltration reading was 5701ml, indicating the home patient (hp) drained 5701ml more than their maximum programmed fill volume of 2000ml.